Event description:
It was reported that the pump had been implanted less than one year and the patient had a return of symptoms. The patient had been steadily reporting an increase in spasticity since implant. Initially after implant, the patient was sensitive to really small adjustments as a 10% increase made her too loose. However, since june she was still reporting an increase in spasticity and had not been responding to any changes to dose adjustments or even programmed boluses. Reportedly she was increased up to 475 micrograms/day and even decreased 80% with no differences. The healthcare provider suspected the pump was not working. The patient's last refill was (B)(6) 2013. The reservoir volumes had been accurate for the past two refills. The last refill they expected was 5 milliliters and the actual was 5 milliliters. A dye study was performed on (B)(6) 2013 and was "ok" the logs were also "ok." The patient was increased from 275-375 micrograms with a 50 microgram bolus with no response on that day. On (B)(6) 2013 her dose was increased from 375 micrograms per day to 475 micrograms per day and a programmed 75 microgram bolus with no change. On (B)(6) 2013 the dose was decreased from 475 micrograms per day to 100 micrograms per day with no difference. On (B)(6) 2013 a lioresal "screen dose 8563's" was delivered through the catheter access port and the patient became floppy. This device system delivered baclofen and saline. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).